Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.

Event description:
It was reported a (B)(6) patient, underwent a right cranial defect reconstruct on (B)(6) 2012. The patient, now 7 years of age, has complaints of headache as well as questionable prominence in the area of reconstruction. The surgeon reported that in his initial review, he feels that he is looking at the norian crs and nothing more, as the dimensions of the "lesion" on the side of the patient's head are the same dimensions of what was resected on (B)(6) 2012 and subsequently reconstructed with norian. According to the surgeon 2d CT images and data of norian crs have been requested, to differentiate between the norian crs reconstruction versus a possible neoplastic process. This report is on an unknown norian. This is 1 of 1 report for (B)(4).